Event description:
The customer reported that the ventilator has a noise. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
Following the evaluation of the device, the field service engineer replaced the blower assembly to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.